Event description:
The nasal dressing was placed in the pt in 2004 subsequent to sinus surgery. Two days later the nasal dressing fell apart while trying to remove it. The hosp health professional tried to remove the dressing again in 2004 and was unable to do so. The next day the dressing was surgically removed.